Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep reported not being able to connect to the ins with the communicator (ctm). The rep was asked to power the ctm off and try again, but he's not able to find the implant, the ins is just out of the pocket on the patient. The rep was then asked to power off the tablet and ctm to try again, but still no connection, the or light is off and other equipment is off as well. The rep also stated that during the implant case he was at the impedance screen idle for about two minutes waiting to run the final impedance test. Then the tablet said the system lost communication. The tablet seemed to freeze and the caller indicated he exited the work flow. The caller used a second tablet/ctm and that did not communicate with the 97715. The caller stated they used a second 97715 battery and initially had some difficulty connecting, but were able to get it to communicate normally. The second battery was used for the implant. Following the case the caller used his tablet and ctm to communicate twice with the ins that was not used. The caller indicated that he would return the ins for analysis. The healthcare provider (hcp) noted that they have been having issues with communication in the or (room 3). It was also noted that the rep requested that the hospital not use that room for medtronic implants until the issue is resolved. Additional information was reported that they will no longer be using the or room with the connection issues until the problem is addressed. The issues have not been resolved. No further information was reported.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s date of birth was on (B)(6)1961. They did not know the weight of the patient at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2020-06-12 14:48:49 cst pli# 20 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d11: product ID: a710, serial#: unknown, product type: software; product ID: 97715, serial#: (B)(6), implanted: (B)(6) 2020, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.